Event description:
Customer reported the insulin pump alarmed motor error. The device had alarmed no delivery during bolus the day prior to motor alarm. Customer thought taking out the battery would fix the issue and it did not. Customer does not know her blood glucose and has not checked it in six months. Motor error alarm occurred during bolus. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for no delivery was also performed. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had a cracked display window, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.